Event description:
Additional information received identified that lead was removed due to high impedances. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective therapy. Reportedly, patient experienced falls in the past. Lead diagnostics displayed high impedances on all lead contacts ( x rays were taken). As such, surgical intervention was undertaken (B)(6) 2018, wherein the lead was explanted and replaced with l1 and s2 drg lead. Reportedly, the lead was occupying the space needed for drg leads to be added.